Manufacturer narrative:
(B)(4). The device lot number was not provided therefore a device history review could not be conducted. Only 190mm shaft part from the tip end to shaft of actual sample was returned for investigation. From the complaint description, it was reported that it was impossible to deflate the balloon. Visual examination conducted on the return sample did not reveal any obvious defect or abnormality except the balloon was already burst. There was no sign of kinking clamp mark or collapse lumen observed throughout the shaft. A monofilament then was inserted into the lumen airline and it was able to pass through the lumen without any problem. This indicates no blockage through the lumen. Further analysis of the catheter then was inflated by using a hypodermic needle on 12ml luer syringe and observed that the water was seeping out through the balloon which indicates the balloon already been pierced and there was no blockage through the inflation lumen. The catheter had been partially cut along the shaft to observe the inflation airline condition and observation on the each of the cut did not show any defect which can lead to non-deflation failure. Other remarks: a closer look on the cutting part randomly using digital microscope then the lumen inside the balloon also was checked for any sign of collapsed lumen which can lead to non-deflation and noticed the lumen was normal. There was no collapsed lumen on the inflation airline inside the balloon. Based on the analysis conducted, there was no blockage found on the inflation airline as per monofilament and water could pass through the inflation funnel. Further analysis on the inflation airline also did not show any defect which can lead to non-deflation failure. Since there was no product dysfunctional issue observed based on the reported failure, this complaint could not be confirmed. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The balloon could not be deflated. An attempt was made to cut it. The balloon was punctured via trans-pubis and it was removed. The patient's condition is unknown at this time.